Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient stated that they could pee when they lift themselves up though they still need help. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient turned off the ins because they were not able to pee and so turning off the ins help them pee. Patient wanted to know their initial settings and was redirected to the health care professional. No further complications were noted or anticipated.